Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. And the customer¿s allegation was not confirmed. In addition to the foreign material coming out of the channel tube, additional evaluation findings were as follows: the bending angle in the up direction and the play of the up/down knob did not meet the standard value. The adhesive on the bending section cover was detached and had a crack, the connecting tube had a scratch, and the acoustic lens was damaged. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, that when using the evis lucera ultrasound gastrovideoscope, it felt like the mouth of the forceps got caught. There was no patient harm associated with the device. The device was returned and evaluated. And upon estimation, there was foreign material coming out of the forceps channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.